Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up experiencing fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. No further information was available.